Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an integrity bare metal stent to treat a lesion. The device was inspected before use with no issues noted. It is reported that the stent shaft separated. The detachment occurred during advancement of the device. The detachment occurred on the proximal shaft. No resistance was encountered during delivery of the device to the lesion site. The detached portion of the device was successfully removed from the patient by removing the guide. The stent was replaced with another mdt stent. No injury reported.

Manufacturer narrative:
Additional information: the balloon was not inflated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: there was no luer returned with the device. The device returned with a detachment on the hypotube 67.5cm proximal to the guidewire entry port. The hypotube material was oval and jagged at the detachment site. Kinks were evident on the hypotube proximal to the detachment site. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to stent wraps. Slight deformation to the distal tip. If information is provided in the future, a supplemental report will be issued.